Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that the t-2 anchor failed to deploy. A second device was used with the same result. The t-1 anchor and suture were removed from the patient. A competitive device was required to complete the procedure with a delay of less than 30 minutes. It was reported that there was a patient injury in that additional punctures to the meniscus were required. No further patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - two 72202468 fast-fix 360 curved needle delivery system device returned. These complaints indicate that this is related to a third device complaint (B)(4). The complaints indicate ¿t2 non-deployment¿. These two devices were not identified by complaint numbers on the box or the unwrapped devices. Therefore, they will be evaluated together as device #1 ((B)(4)) and #2 ((B)(4)). Neither device has suture nor either t returned. Both depth limiters are attached and have been trimmed. Device #1 has a quite bowed and twisted delivery needle. The device cycles and actuates but not properly due to drag from the damaged needle. Device #2 has a twist to the right at the distal tip. This device actuates and cycles as intended. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. Device returned for evaluation, device evaluated by the manufacturer, evaluation codes updated. (B)(4).